Event description:
It was reported that; doctor was putting on a cross link and it wouldn't go on. It kept stripping the top of the nut and the driver kept spinning and not engaging the nut. Used a different cross connector and driver.

Manufacturer narrative:
Method: device history review and device inspection. Results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. Upon visual inspection of the device, the connector was found to be scratched, discolored and worn likely due to the force when the driver was introduced. Functional inspection indicated both drivers returned were able to be seated in the screw heads of the connector and the connector screws were able to be tightened at both ends. Screws were noted to be stable upon tightening. Both drivers and connector screw heads were determined to be fully functional. Conclusion: the discoloration observed on the connector screw heads are likely due to the multiple attempts and/or force used when the driver was introduced as engagement between the driver and connector were not confirmed by the rep and the plausible root cause is user related.

Event description:
It was reported that; doctor was putting on a cross link and it wouldn't go on. It kept stripping the top of the nut and the driver kept spinning and not engaging the nut. Used a different cross connector and driver.